Event description:
It was reported that prior to a laparoscopic procedure, during a test fire, the firing trigger jammed. In an attempt to refire the device, the clips were spitting out. A new device was used to complete procedure. There was no pt consequence.